Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up with ac or battery power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assembly and observed that fet transistors, designated q1 and q2 were electrically shorted.

Event description:
Found during test. According to the reporter, the device was unresponsive to keypresses and would not power up. There was no pt use associated with the reported event.